Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
The physician inflated a 6x200x135 evercross in the distal sfa without problem. The balloon was pulled back to the proximal sfa/cfa and inflated to 8 atm. The balloon burst while trying to dilate a calcified lesion. The tech was slowly inflating and only got to 8 atm before the pressure dropped off the inflator device. The tech withdrew dye from the balloon with syringes until it was mostly deflated. He pulled the balloon back toward the sheath when the balloon appeared to still have a residual dye in the distal part of the balloon. The physician tried to pull the balloon inside the sheath prior to complete deflation after the rupture. The catheter shaft/balloon broke at the proximal marker band and the shaft was withdrawn. The distal marker band could be visualized under fluoro and the proximal marker band was still on the shaft that had been removed from the sheath. After multiple attempts to snare the separated balloon and catheter from both groins, the doctor decided to stent over the residual balloon and catheter. No injury to the pt reported.